Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and swelling.

Event description:
Healthcare professional reported left side rupture and patient "refers to having presented pain and swelling that improved with the use of anti-inflammatory". Device remains implanted.

Event description:
Healthcare professional later reports "seroma." Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ opening.